Event description:
While positioning a pt on the table the physician used the head section to turn the bed. The head section of the table came off the bed and the physician held the pts head to prevent injury.

Manufacturer narrative:
Upon eval of the situation the user did not have the head section properly attached to the table. Customer unwilling to provide serial number of table. 50% of the tables were found to have at least 1 of the head rest lock knobs loose or not engaged to the head rest.